Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6)2025. The patient's blood glucose levels reached 680 mg/dl while wearing the pod between 1 and 4 hours on the arm. It was noted that the patient experienced communication issues with three previous pods which caused their blood glucose levels to increase. Symptom reported include hyperglycemia, feeling sick and vomiting. The patient called the ambulance and was transported to the hospital where they were diagnosed with dka and treated with insulin. The patient was discharged on (B)(6)2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: bp1a.250305.019 smartphone hardware: pixel 7 cgm sensor type: g6.